Manufacturer narrative:
The reporter was only able to provide the product name as no further information was able to be obtained. Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 03, 2016. (B)(4). Note: a total of two (2) cases associated with this complaint. A separate FDA form 3500a has been completed for the known affected dressing associated with this complaint.

Event description:
It was reported the aquacel dressings are coming loose soon after discharge. No patient harm was reported.